Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported error. Functional testing was performed but was unable to duplicate the reported issue. The cause of the error was not determined. The main board was replaced and the device passed all testing.

Event description:
It was reported that the device was showing error code 41786 - upstream occlusion sensor. Per reporter, the event occurred during infusion. No patient harm/adverse event was reported. The patient was switched to another pump and the issue was resolved.